Manufacturer narrative:
The biosense webster inc.¿s failure analysis lab (fal) received the complaint product for evaluation on (B)(6) 2018. Initial visual analysis identified red and white residues on the distal tip of the catheter, however, no other visual damages. The fal findings were reviewed and it was determined the residues came from the patient and therefore do not pose a risk to the patient. These findings are not MDR reportable. The product investigation has not been completed. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30024626l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pericardial effusion requiring no medical/surgical intervention. Post-procedure, pericardial effusion was confirmed by echo. Medical/surgical intervention was not required. Extended hospitalization was required as a result of the patient event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed during the case. There¿s no information regarding generator parameters, overall time for ablation, last ablation cycle at the site of injury and catheter irrigation parameters. It is unknown if the patient received anticoagulant during the procedure. The shaft proximity interference (spi) value is unknown, the thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter, it was zeroed after the initial warm-up phase post catheter connection to the carto3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pericardial effusion requiring no medical/surgical intervention. The device was visually inspected, and white and red residues were observed on the tip, then during the second visual inspection, no residues were observed, it could be related to the decontamination process. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action was created to investigate this issue. Manufacturer's ref. No: (B)(4).